Event description:
It was reported that the left ventricular (lv) lead exhibited no capture and high pacing threshold during device interrogation and x-ray showed lead was pulled back. Patient was noncompliant with left arm restrictions. Physician sent patient home with programming changes and turned off the lead and minimize right ventricular (rv) pacing. This lead was abandoned. No additional adverse patient effects were reported.